Manufacturer narrative:
The technician replaced the worn brake and brake/steer casters to repair the bed.

Event description:
Information received indicates the bed moves after the brake has been set.